Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station had failed storage space issue. A technical support specialist enabled the network interface card. Upon rebooting the application, no icons indicating failed storage space were displayed. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had a failed storage unit icon showing up at the top of the screen. The customer reported that there was a one-hour delay in receiving the medication ampicillin from the pharmacy. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis medstation es system had a failed storage unit icon showing up at the top of the screen. The customer reported that there was a one-hour delay in receiving the medication ampicillin from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-nov-2022 to 19-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had failed storage unit. The technical support specialist re-enabled the network interface card and rebooted the application to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.